Event description:
The customer reported the system was intermittently displaying a communication error and shutting down. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue was verified. They will repair the system. The customer cancelled the service call.